Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. The ra lead was surgically abandoned. No additional adverse patient effects were reported.